Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.